Event description:
It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to unknown reasons. The polyethylene liner and modular head were removed and replaced. Additionally, patient was revised on (B)(6) 2015 due to infection. All components were removed and replaced with cement spacers.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.